Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose level of 500mg/dl and diabetic ketoacidosis. The customer indicated that they had symptoms such as vomiting and rapid heart rate. Customer treated with insulin. The customer indicated that the nurse looked at the pump and indicated that the threads were stripped on the battery compartment. Troubleshooting found that the infusion set was kinked and there was wear and tear on the pump battery compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.